Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle strips continue to be safe, effective, and perform as intended in the field. Stability data for freestyle strips was reviewed and showed no anomalies or non-conformance's that could have led to the complaint. A tripped trend review was conducted for the reported complaint and freedom meter, no trends were identified that would indicate any product related issues. A tripped trend review was conducted for the reported complaint and freestyle strip, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened, and a physical investigation will be performed

Event description:
A customer reported higher readings on their adc meter. The customer stated he believed he received reading of 90mg/dl or 100mg/dl on the adc meter, however, he felt hypoglycemic symptoms and became disoriented and sweaty. He self-treated with candies and was taken to the emergency by emergency services. The customer had his blood glucose checked and was informed that his blood sugar was "okay." The customer stated that he was diagnosed with hypoglycemia and that he was treated with 40 units of lantus insulin. Multiple attempts to verify to contact the customer to clarify the diagnosis of hypoglycemia and the treatment of insulin up to this point have been unsuccessful. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported higher readings on their adc meter. The customer stated he believed he received reading of 90mg/dl or 100mg/dl on the adc meter, however, he felt hypoglycemic symptoms and became disoriented and sweaty. He self-treated with candies and was taken to the emergency by emergency services. The customer had his blood glucose checked and was informed that his blood sugar was "okay." The customer stated that he was diagnosed with hypoglycemia and that he was treated with 40 units of lantus insulin. Multiple attempts to verify to contact the customer to clarify the diagnosis of hypoglycemia and the treatment of insulin up to this point have been unsuccessful. There was no report of death or permanent injury associated with this event.